Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) ventricular tachycardia parameter was not turned back on after a procedure. The crt-d parameter is planned to be turned on at the next patient visit. The crt-d remains in use. The patient is a participant in the improve sudden cardiac arrest study. No patient complications have been reported as a result of this event.